Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for an elevated blood glucose (bg) level of 1,000 (mg/dl), diabetic ketoacidosis, and loss of consciousness on (B)(6) 2016. Once admitted to the hospital, the customer was removed from the pump and went in to cardiac arrest. Reportedly, customer was unconscious for 3 days and placed on a ventilator. Customer was also treated with intravenous insulin and saline. Customer was released from the hospital on (B)(6) 2016 and reverted to insulin injections for diabetes management. Troubleshooting with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Infusion set was not inspected during the troubleshooting as it had already been disconnected from the pump. Review of pump data by tandem technical support on (B)(6) 2016 also indicated that the pump was performing as intended. Customer did not indicate if and when the use of the pump would be reinstated.